Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000123149.

Event description:
It was reported that patient was experiencing ineffective coverage. As a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information recivied indicates that surgical intervention took place where the existing lead was explanted and replaced. Therapy restored.